Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it exhibiting an increase in its capture threshold measurements and high out of range impedance measurements. A new rv lead was implanted. No additional adverse patient effects were reported.